Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and fallopian tube perforation ("perforation (fallopian tubes)/ migration of essure device") in an adult female patient who had essure (batch no. 628442) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cervical cancer and uterine cancer. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), back pain ("lower back pain"), vaginal haemorrhage ("heavy vaginal bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), anaemia ("blood or heart disorder/condition: anemia"), fatigue ("fatigue"), menorrhagia ("abnormal bleeding (menorrhagia)") and headache ("headaches,"). The patient was treated with surgery (plantiff underwent surgery to remove the essure.) And surgery (to remov essure). Essure was removed in october 2010. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, migraine, back pain, vaginal haemorrhage and menorrhagia outcome was unknown and the fallopian tube perforation, female sexual dysfunction, anaemia, fatigue and headache had resolved. The reporter considered abdominal pain, anaemia, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: essure confirmation test: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new events: menorrhagia, female sexual dysfunction, anaemia, fatigue, headache were added. Reporter, patient demographic information, concomitant disease, lab data, product lot number added. On (B)(6) 2018: mr received: product expiry date added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and fallopian tube perforation ("perforation (fallopian tubes)/ migration of essure device") in an adult female patient who had essure (batch no. 628442) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cervical cancer and uterine cancer. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), back pain ("lower back pain"), vaginal haemorrhage ("heavy vaginal bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), anaemia ("blood or heart disorder/condition: anemia"), fatigue ("fatigue"), menorrhagia ("abnormal bleeding (menorrhagia)") and headache ("headaches,"). The patient was treated with ibuprofen, paracetamol (tylenol), iron, surgery (plantiff underwent surgery to remove the essure.) And surgery (to remov essure). Essure was removed in (B)(6) 2010. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, migraine, back pain, vaginal haemorrhage and menorrhagia outcome was unknown and the fallopian tube perforation, female sexual dysfunction, anaemia, fatigue and headache had resolved. The reporter considered abdominal pain, anaemia, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: a coil sticking out in ft essure confirmation test: total bilateral occlusion on 2009 , essure confirmation test: the results was never received the results since there was nothing wrong. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), migraine (" migraine headaches"), back pain ("lower back pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (plaintiff underwent surgery to remove the essure.). Essure was removed in october 2010. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, migraine, back pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.